Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Batch # m52987. Protruding staples the analysis results showed that the tx30v device arrived in good visual condition with a reload loaded on the device. The reload was received partially loaded with only 8 staples present and all protruding. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with the returned reload a and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lung resection procedure, did not fire at all, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.